Manufacturer narrative:
Submitting follow up # 1, device evaluation has now been attached. Initial submission inadvertently left out the device evaluation.

Manufacturer narrative:
Since the opmi had already been reattached by the customer, a definitive root cause could not be identified. Preferred term for adverse event investigation findings would be separation of components. Preferred term for adverse event investigation conclusions would be undeterminable due to condition of device.

Event description:
A health care professional (hcp) reported that the head of the microscope (opmi) fell off from the mora interface before a surgery. The patient was not hit because the patient was on the chair, the device was located two feet from the patient and was not being used. The doctor successfully performed the surgery without using the device. There were no injuries reported.